Manufacturer narrative:
Section a2, a4, a5 and a6: unknown, information not provided. Section d6b: if explanted, give date: unknown, information not provided. Section e1: initial reporter: email address: unknown, information not provided. Section e1: initial reporter: telephone number: unknown, information not provided. Section h6: health effect - clinical code was mentioned as 4582 - no clinical signs, symptoms or conditions. However, it belongs to code 2271 - therapeutic response decreased hm-sub-optimal results treatment failure. Device evaluation: the product testing could not be performed as the product was not returned. The reported complaint cannot be confirmed. Manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It is reported that toric intraocular lens is explanted during secondary surgery as visual acuity result is inferior bcdva 0.4. After exchange, bcdva is 0.7 at first and less than 0.2 in few days. No other information is available.

Manufacturer narrative:
Additional information was received reporting that the explant was performed on (B)(6) 2024. The following sections have been updated accordingly: section d6b: (B)(6) 2024. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.